Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle retraction problem. The following information was provided by the initial reporter: product concern when taking the plastic cap off, the catheter comes off of the needle with it. Unable to advance the catheter off of the base and also was not able to retract the needle via the button on the base. The plastic hub of the catheter was stuck to the retractor once the needle was out of the catheter, the retractor button was still not working. Additional information received on 29jul2025: can you please provide an exact date of event? 07-14-2025. What was the impact to the patient? No impact to patient. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381412 and lot number 4116719. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.